Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. In (B)(6) 2013 she began to experience symptoms that included, but are not limited to: painful bloating, cramping, irregular menses, rashes, hives, and other allergic reactions associated with a nickel allergy. In (B)(6) 2014, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping (interpreted as abdominal pain), irregular menses and other allergic reactions associated to nickel allergy. On or about 4 months later, she underwent a pelvic surgery to alleviate the symptoms. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. This includes patients with a history of metal allergies. In addition, some patients may develop an allergy to nickel or other components of the micro-insert following placement within the fallopian tube. Other allergic reactions associated to nickel allergy was considered related to essure. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menstruation irregular ("irregular menses") and allergy to metals ("other allergic reactions associated with a nickel allergy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criterion medically significant), hypersensitivity ("other allergic reactions associated with a nickel allergy") with rash and urticaria and abdominal distension ("painful bloating"). On an unknown date, the patient experienced arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2014, plantiff underwent a hysterectomy) and surgery. At the time of the report, the abdominal pain lower, menstruation irregular, allergy to metals, hypersensitivity, abdominal distension, arthralgia, myalgia, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, fatigue, hypersensitivity, menstruation irregular, myalgia and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 08-sep-2017: f/u -summons received - new reporter was added and new events "chronic joint and muscle pain, fatigue, and weight gain" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menstruation irregular ("irregular menses") and allergy to metals ("other allergic reactions associated with a nickel allergy") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (birth dates: (B)(6)), pelvic adhesions, abdominal adhesions, panic reaction, umbilical hernia repair in 2009, hypothyroidism, ankle operation in 2000, uterine dilation and curettage in 2013, myringotomy and asthma. Concurrent conditions included rubber sensitivity, allergy to nuts, allergic reaction to analgesics, nickel sensitivity, vaginal discharge, depressed mood since (B)(6) 2014, seasonal allergy, urinary incontinence since (B)(6) 2014, breast feeding, abdominal discomfort, hematuria since (B)(6) 2014 and non-smoker. Concomitant products included anaesthetics (anesthesia) and desvenlafaxine succinate (pristiq). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), hypersensitivity ("other allergic reactions associated with a nickel allergy") with rash and urticaria, abdominal distension ("painful bloating") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with macrogol (miralax), ciprofloxacin, prednisone, fexofenadine (allegra), hydrocortisone, surgery (in (B)(6) 2014, plaintiff underwent a hysterectomy (partial).), surgery and surgery (on (B)(6) 2015, she underwent salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menstruation irregular, allergy to metals, hypersensitivity, abdominal distension, arthralgia, myalgia, fatigue, weight increased and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, dysmenorrhoea, fatigue, hypersensitivity, menstruation irregular, myalgia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-jan-2018: medical records received: medically confirmed reporter, historical conditions, concomitant medications, concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), menstruation irregular ("irregular menses") and allergy to metals ("other allergic reactions associated with a nickel allergy") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 5 (birth dates: (B)(6) 2003, (B)(6) 2005, (B)(6) 2009, (B)(6) 2010 and (B)(6) 2013.). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), hypersensitivity ("other allergic reactions associated with a nickel allergy") with rash and urticaria, abdominal distension ("painful bloating") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2014, plantiff underwent a hysterectomy (partial) and surgery (on (B)(6) 2015, she underwent salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menstruation irregular, allergy to metals, hypersensitivity, abdominal distension, arthralgia, myalgia, fatigue, weight increased and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, dysmenorrhoea, fatigue, hypersensitivity, menstruation irregular, myalgia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-jan-2018: this case concerns (B)(6) year old patient. Her demographics was updated. Historical condition was updated. Lab data was added. Essure implantation and explantation date was updated. Essure indication was amended. Event: dysmenorrhea (cramping) was added. Reporter assessed the event was related with essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up 17-oct-2016: quality-safety evaluation of ptc. (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping (interpreted as abdominal pain), irregular menses and other allergic reactions associated to nickel allergy. On or about 4 months later, she underwent a pelvic surgery to alleviate the symptoms. The events are anticipated in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the events and essure cannot be excluded. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. This includes patients with a history of metal allergies. In addition, some patients may develop an allergy to nickel or other components of the micro-insert following placement within the fallopian tube. Other allergic reactions associated to nickel allergy was considered related to essure. This case was regarded as incident, since a surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.